Manufacturer narrative:
(B)(4). Date of initial report: 06/27/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the activation trigger was found detached from the device prior to use on the patient. The button was found loose inside the packaging. No patient injury reported.